Manufacturer narrative:
The customer performed an ise performance check with unacceptable results. They then exchanged all ise solutions but the ise performance check results were still unacceptable. The field service engineer (fse) replaced a tube in the peristaltic pump which he found to be defective. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for three patient samples tested on a cobas integra 400 plus. The questionable results were not reported outside of the laboratory. (B)(6). The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The error message file was inspected but there was no log information on the date of the occurrence. The field service engineer (fse) also cleaned the ion-selective electrode (ise) tower and replaced the probes. The investigation determined that the issue was caused by a defect within the tubing from the ise peristaltic pump. The root cause for this defect could not be determined. The investigation determined that the service actions resolved the issue.